Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation of the complaint, it was determined that the possible root cause of the system error message was from a gastro flex thermistor trace crack and open due to an insufficient cable assembly and/or gastro flex reliability; these are related to design. Improvement action plans were established through a CAPA.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), provide initial reporter contact information (see sections e1), update device evaluated by manufacturer (see section h3), correct the results code (see section h6), and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that the patient was undergoing a heart exam. When the central line was placed using the 9l4, there were no issues; however, when the user went to switch the transesophageal echocardiography (tee) probe, it froze and was unable to be activated. The user then selected the z6ms or 9l4 from the panel but neither probe would activate. The system was restarted and the user chose the z6ms and it prompted a usacquisitionhw _0 error message. The system was once again restarted using a new tee probe and the reported phenomenon was resolved. There was a 15-20 minutes delay while the new probe was obtained. The exam was not repeated because there was no loss of data. The product failure did not impact the outcome of the patient. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
System lock up while the z6ms was connected. The investigation is in process.